Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a failed battery alarm. The customer¿s blood glucose level was 12.4 mmol/l. The customer reported that they had changed the battery, but issue was not resolved. The troubleshooting was not performed. The customer had tried 3 new batteries, was unable to turn the pump on. The insulin pump will not be returned for analysis.